Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of perforation, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that during a procedure to treat a stenosed lesion in the circumflex, a 4.0x28 mm rx xience xpedition stent was implanted. A 4.5x12 mm non-abbott balloon catheter was advanced and post-dilatation was performed due to residual stenosis in the proximal tract of the xience xpedition stent. After post-dilatation was complete, at the level of the stent, a perforation occurred with exiting of contrast out of the vessel. A 4.0x15 mm rx graftmaster stent was advanced but could not cross the perforation. The graftmaster was attempted to be retrieved; however, coming back into the common trunk the graftmaster was stuck on the guide wire without any possibility of movement in the common trunk. As it was not possible to retrieve the graftmaster in the guiding catheter, the graftmaster and guide wire were withdrawn from the patient anatomy as a single unit. The procedure was completed successfully by using another graftmaster. There was no reported adverse patient sequelae. No additional information was provided.